Event description:
It was reported, an n-cap became dislodged in the patient during the middle of the procedure and was able to be retrieved with a grasper. The procedure was extended 15 to 20 minutes while the effort was made to locate the endcap and retrieve it. The intended procedure was a push enteroscopy to access a roux limb in order to perform an endoscopic retrograde cholangiopancreatography (ercp). Salmon colored tape was used to reattach and finish the procedure. The device was used in an off-label manner. The outcome of the procedure was not affected and was completed successfully. The patient is currently clinically well and no patient harm was reported.